Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 performed on (B)(6) 2021 on a direct tested nasopharyngeal kitted swab. The nasopharyngeal swab was used to swab both nostrils. Repeat testing was performed on (B)(6) 2021 with a new nasopharyngeal swab using the ID now covid-19 generated negative results. Roche z480 rt-pcr -confirmation testing on nasopharyngeal swab eluted into vtm generated positive results (CT values =36, e gene). The customer stated the patient was asymptomatic . No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to report the investigation conclusion and additional information. Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1009987 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000/ lot 1009987, test base part number 190-430/ lot 1009987. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1009987 showed that the complaint rate is (B)(4).